Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the physician, while trying to retract the undeployed capsule with the introducer, apparently the bravo capsule dislodged in the orpharynx near the trachea. They managed this by covering the airway with a roth net while the capsule was retrieved, without further incident.